Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided, however it was indicated that there was no patient contact. Section b3: date of event: unknown/not provided. The best estimate date is on or prior to oct 28, 2025. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. It was indicated that there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore, not explanted. It was indicated that there was no patient contact. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. No information was provided regarding how the lens was defective. It was indicated that there was no patient contact, however, it was not confirmed. The surgery was completed successfully with a back-up lens. The device was discarded. No further information was provided.